Event description:
This lead was attempted on (B)(6) 2011 and appeared to have poor pacing thresholds. It was re-tested and the thresholds had improved therefore it was implanted. The procedure took place at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)